Event description:
A pt was unable to adjust stimulation, as the device underwent a power on reset (por) condition. A "call your doctor" icon was indicated. It was noted that the pt's programmer was replaced a few months ago as the pt was experiencing problems with it. It was at that time that the pt wasn't able to turn stimulation on, and was getting a por message on their programmer. The pt noted he had not had stimulation for several months / since early summer. It was noted that the physician programmer was indicating a por condition as well, but not with a typical code. This por was noted to have occurred several times on (B)(6) 2010, and twice more upon consultation with a company rep. The physician programmer indicated "session will restart", and when "ok" was selected the device continually looped back to the therapy desktop. It was noted that neurostimulator device battery depletion was suspected, however, it was further noted that it was not known why the issue was manifesting itself in this way. The device was planned to be explanted sometime in the near future. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(6). Analysis of the pt programmer (model#: 37742, sn#: (B)(4)) revealed that the device batteries had leaked within the battery compartment. The bottom case assembly was replaced due to being damaged / out of manufacturer specification. It was noted that the antenna jack was re-soldered as a preventative measure.